Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump piston does not stop when it is in contact with the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was provided.